Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event with symptoms of fever, abdominal pain, and cloudy effluent. The patient was treated with intraperitoneal (ip) cefamezin injections (250mg four times a day) and ip tazim injections (250mg four times a day) for the event. At the time of this report, the patient remained hospitalized with ongoing treatment. The patient had not yet recovered from the peritonitis. Capd therapy was reported to be ongoing. Additional information was requested but is not available.